Event description:
Left-side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel; the device weighed 4.2g over specification.